Event description:
The sales representative reported on behalf of the customer that the device 00507112900, large bone, hall blade, oscillating, 19.5 x 105 x 1.27 was being used and there was a ¿broken saw blade¿ there was no impact or injury to the patient or user. Per further assessment it was reported that the device fragments fell into the surgical site and were retrieved. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device has been returned to conmed; however, the investigation of the device has not been completed. A supplemental and final report will be filed following the completion of the device and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.